Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the pencil used with the generator caused a flash fire 10 min into procedure. Settings of generator was monopolar cautery. Extinguished immediately with water. The patient incurred a facial burn located on the forehead.